Event description:
A customer contacted haemonetics on (B)(6) 2008 to report their orthopat machine will not power on and that it exhibited an electrical burning smell. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report their orthopat machine will not power on and that it exhibited an electrical burning smell. No operator or donor injury was reported. Upon evaluation the reported complaint was verified. The machine was decontaminated in and out removing dried blood. As a result, the power supply was replaced along with various other components. The machine was then ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number (B)(4). (B)(4).